Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The photos were reviewed and the indicated failure mode of underfill was not observed. A total of 20 retained samples were functionally tested all tubes met draw volume specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was low sample draw volume collected in 50 devices. No adverse impact was reported regarding the patient or user.